Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation. The DHR was reviewed and this lot was manufactured on 03/08/2016 and contained 2400 pcs. No defects were reported in process, packaging, or final inspection. A picture of the device was provided which appeared to show a spot on the drape that was melted. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be misuse by the customer, no additional actions are being taken at this time. Follow up #1 the device was returned and a small burn mark about 15 inches from the slush plate on the warmer side was observed. The DHR was reviewed and this lot was manufactured on 03/08/2016 and contained 2400 pcs. No defects were reported in process, packaging, or final inspection. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be misuse by the customer, no additional actions are being taken at this time.

Event description:
It was reported that there was a spot on a slush drape that appeared to be melted together.

Manufacturer narrative:
At the time of this report, the device had not been returned for evaluation. The DHR was reviewed and this lot was manufactured on 03/08/2016 and contained 2400 pcs. No defects were reported in process, packaging, or final inspection. A picture of the device was provided which appeared to show a spot on the drape that was melted. Melts, though uncommon, can occur when the warmer is not draped properly, not turned off by using the power button, and/or there is insufficient fluid in the warmer basin, contrary to the operations manual, product labeling, product insert and in-service presentations. Because this appears to be misuse by the customer, no additional actions are being taken at this time.

Event description:
It was reported that there was a spot on a slush drape that appeared to be melted together.